Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. A visual inspection was performed and found no external damage. The mtm was placed on in-house system and passed. No errors were triggered. The mtm was then placed on surgeon console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The mtm failed on the following un-related to the field complaint: verify encoder cal - wp, wy, ro and grip failed performed calibrations, re-executed test and passed gravity balance test post sine cycle - sh failed performed recalibration sequence, re-executed test and passed. The rest of fitness tests passed, including slow speed for wrist pitch and wrist yaw. 1-hour sine cycle also passed. Due to the field errors, the unit was tested for stress and wear-in tests per engineering and both passed. Due to the errors, the most probable root cause is due to the following components: slip ring, rotor constraint, o-ring and lower frame.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system displayed a fault and prompted to restart, with event logs indicating errors from the left-hand control. The tse guided the customer to perform a hard reboot of the console, after which the system rebooted successfully and the procedure was continued. The customer was informed that the fault might recur. The csr called back in to report they have had the issue three times now in the same case. The procedure was converted to another da vinci system. There was no reported injury.